Event description:
It was reported a blunt tip ligasure device was not functioning properly. It was reported the device worked fine initially, but only for a few minutes and then failed. There were no error codes on the generator. The audible sound for a complete seal was not prompting, rather the incomplete audible sound was ongoing which prompted for the device to be exchanged. The jaws were reported to be wiped during the case, the activation button was held for the appropriate amount of time and was noted to being used on 2-7mm tissues. The seal was visually confirmed as there was not bleeding or oozing, however the audible tone suggested the seal was not complete. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, manual continuity tests performed found a short between the two jaws when closed. Spacer pads were inspected for damage and found 4 of the 6 spacer pads damaged. Spacer pads 3 - 6 were damaged. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: spacer pad damage. Ancillary equipment failure. Device activated in contact with pooling fluid. Device used on vessels thicker than 7 mm. Grasping on too much tissue or inappropriate tissue types or on staples. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet. The reported event will continue to be monitored through post market surveillance.